Manufacturer narrative:
(B)(4). This event was previously sent under MFR # 0001822565-2019-02371. Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 6 catalog#: 42500006001 lot#: 62796043, articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog#: 42512400712 lot#: 62444067, palacos bone cement catalog#: 66017747 lot#: 76454360. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left total knee arthroplasty. Subsequently, approximately 3 years later, the patient underwent a revision due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Revision operative notes dated (B)(6) 2017 demonstrated that the patient was revised due to loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.